Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was dehydrated, had nausea, and fever for two weeks. It was stated that the events leading to the admission was unattended high blood glucose, and the customer did not suspect was due to the insulin pump. No further information was provided.